Event description:
It was reported that the user could not fill the infusion tubing due to a bent needle in the connector, which prevented proceeding and led to persistent high glucose readings. Symptoms included hyperglycemia with a reported maximum of 300 mg/dl and alerts for prolonged high glucose. Outcomes included no medical intervention, no ketone testing, and transition to back-up therapy until replacement connectors arrive. Investigation included customer interview and troubleshooting. Investigation of this case revealed a damaged connector needle consistent with a component malfunction. It was concluded that device performance was affected by a damaged connector component, the user switched to back-up therapy, and replacement supplies were shipped.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.